Manufacturer narrative:
As reported, patient had a complication after using a 6/7 fr mynx grip vascular closure device. The patient was brought back to the lab after doppler signal was lost to the right leg, and a suction catheter was used restoring some flow. The patient went to surgery later that evening. A 6fr non-cordis sheath was used. Final status of the patient is not known. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation. Procedural films were provided for review: two fluoroscopy images of the right iliofemoral artery were received. Both images provide the same fluoroscopy image with one showing the image from a computer monitor and the other zoomed in. The femoral head of the femur can be visualized along with an unknown device (possibly an angiographic catheter) within what is presumed to be the external iliac artery based on its proximity to the femoral head. Contrast media is visible within the iliofemoral artery, and a filling defect is present in what is presumed to be the proximal common femoral artery based on its proximity to the femoral head. No other details were noted with the received images. The reported event of ¿vascular occlusion¿ was confirmed based on review of the procedural films provided showing a filling defect. However, the reported event is unable to be confirmed as related to the mynxgrip without return of the device. A vascular occlusion occurring after a peripheral vascular procedure is a known potential complication and is listed in the mynxgrip instructions for use (IFU) as such. An occlusion can be caused by dislodged plaque/calcium or thrombus embolizing and occluding all or part of the vessel. It can also be caused by the sealant being deployed intravascularly, either partially or completely. Occlusions from intravascular deployments of a sealant are usually noted before discharge, commonly found when checking pedal pulses, etc. These occlusions usually require additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. As stated in the IFU¿s adverse events section, ¿the safety and effectiveness of mynx have not been established in the following patient populations: pediatric patients or others with small common femoral arteries (< 5 mm in diameter). Patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ the IFU also provides in the product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ per the potential adverse events section, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ additionally, the IFU states, ¿align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis.¿ it should be noted that if the balloon is improperly placed during hydrogel sealant deployment, the hydrogel sealant could be deployed or pushed into the artery or vein. Based on the information available for review, there is no indication that the reported event could be related to the design/manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, patient had a complication after using a 6/7 fr mynx grip vascular closure device. The patient was brought back to the lab after doppler signal was lost to the right leg, and a suction catheter was used restoring some flow. The patient went to surgery later that evening. A 6fr non-cordis sheath was used. Final status of the patient is not known. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.